Manufacturer narrative:
Of the 5 events related to e 2012063, one of the devices was disposed and not available for evaluation. Investigation is still in place for 4 events. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned" for all relevant events.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012063 for product code fdi. This report covers 5 reported events of tome wire breaks. No exact patient age was provided; however, all patients were reported to be over 18 years of age. All other demographic information is unknown.

Manufacturer narrative:
Exemption e2012063_submission_fdi.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012063 for product code fdi. Quarterly submission due october 31, 2018. This report contains supplemental information for 4 events.